Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urgency frequency. It was reported that trial patient was groggy yesterday after the surgery. More information was received on (B)(6) 2018 from trial patient reporting that they were given medication for their uti and the medication was causing them to have diarrhea. On (B)(6) 2018, trial patient reported that were still taking medication for diarrhea. Additional information was received on 2018-may-24 with trial patient reporting that they had an "explosive stool" and cramping. And then on (B)(6) 2018, trial patient reporting their ens was dying. No further complications were reported.